Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 5f exoseal vascular closure device (vcd) did not change color after backflow stopped. The procedure was completed after switching to manual compression. There was no reported patient injury. After treating the superficial femoral artery (sfa) via ipsilateral antegrade puncture, the exoseal vcd was used. The device was removed without the color of the visual indicator changing. The device will not be returned for evaluation.